Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was hospitalized for hyperglycemia due to high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer was wearing the device at time of call. Customer reported the bolus history did not indicate past bolus deliveries. During troubleshooting, customer was assisted in performing displacement test, high pressure test, and delivering a bolus. All tests passed and the bolus delivery was documented in the bolus history. Customer was advised to monitor the device. Customer will not be returning the device for analysis.